Manufacturer narrative:
Technical eval: visual: the product was returned in an unopened pouch. Approximately 1 cm from the distal tip, there was a 2 cm long zone of kinks and flat sections. Conclusion: the neuron was damaged during handling / packaging. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the design history record was completed ((B)(4)). All appropriate inspections were completed. No anomalies were found with lot. On the sub-assembly level (part # 0918-02 lot # l11814), all visual and dimensional inspections were completed per process monitoring requirements or 100% inspection were required. In addition, all destructive testing was completed per required process monitoring requirements and met specifications. No anomalies were observed in the manufacturing of this lot. The parts manufacturing in this lot (including the sub-assembly lot) met the required criteria and are deemed acceptable.

Event description:
Physician noted that the tip of the catheter was damaged and not usable. The tip looked as if it had been crinkled. The issue was noted prior to use.